Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Pacing below the lower rate was noted on the implantable pulse generator (ipg) and undersensing was noted on the right atrial (ra) lead on stored electrograms (egm). The lead and ipg remain in use. No further patient complications have been reported as a result of this event.